Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor bearings were missing the required lubrication. If lubrication is not present, heat could be generated among rotating components. The rotor assembly and bearings will be replaced, and additional preventative maintenance will also be performed.

Event description:
It was reported that during a spinal procedure, the drill heated up. The procedure was completed successfully, without a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.